Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1009 (vent-inop): pressure regulation high error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 1009 (vent-inop): pressure regulation high error code. The rse informed the customer of the latest version of the service manual (rev r.). The customer reported that after replacing the gas delivery system, that they were now receiving the 1009 error code. The rse provided the customer with the following instructions - verify the proximal and machine tubing connections; verify the pressures and flows; replace the data acquisition (da) pcba; replace the motor controller (mc) pcba. The rse also advised the customer to confirm the flow sensor hoses were connected correctly. The customer reported that the hoses were not installed incorrectly and has swapped them. Customer is reporting the v60 is now functionating as expected.